Event description:
Meter name: one touch ultra, strip name: lifescan ultra, meter code: 23, strip code: 23, strip storage: good condition, stored correctly, symptoms: symptoms of low blood sugar. A patient's family member reported pt was taken to the hospital. Their meter allegedly was inaccurately high the result on their meter was unknown. The result on the hospital meter was 89mg/dl. The time difference between patient's meter and hospital meter was less than 10 minutes. Treatment given at the hospital was food. No further information has been reported.